Event description:
It was reported to covidien on (B)(6) 2014, that customer had an injury with a gastro feeding tube. The customer reported the patient previously had an endoscopic gastrostomy tube placed which was later removed. The patient required surgical gastrostomy in which a replacement gastrostomy tube (kangaroo 20 french) was used. Three days after the replacement of the gastro feed tube, it was detected that there was migration and it must be removed. The problems arose once the tube migrated; the patient presented subcutaneous emphysema and required endoscopic surgery to install another replacement tube. The customer then stated the tube exited the patient's body after migration without additional procedures. There were no x-rays taken as it was not necessary because the tube was already outside the patient's body. The patient was released and is currently in home care.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made regarding the event described. To date a response has not been received. If additional pertinent information becomes available, the report will be updated.